Event description:
Pt admitted for bone marrow transplant, was undergoing chemotherapy when nurse noted slight swelling at lifeport site. Chemo discontinued-x-ray taken and revealed catheter portion of lifeport had disconnected and migrated to right ventricle of heart. Pt placed on telemetry with planned retrieval of material. Pt did not have device inserted at this facility. Defect identified by this facility. "This report is being submitted pursuant to the safe medical devices act. Co has not conclusively determined what actually contributed to this event and this should not be construed as an admission of an error on the part of the s.j.m.c. Or staff."